Event description:
On 12.01.09, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt was born prematurely in 2007 at a medical facility and was treated with heparin. Upon info and belief, on at least one occasion, the heparin administered to the pt was allegedly contaminated heparin. Shortly thereafter, the pt began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin. The pt passed the following day of pulmonary hemorrhage and liver failure.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.